Event description:
It was reported that "the catheter was inserted in 2006. Four months later, some 20cc of bleeding was observed under x-ray with contrast medium around the cuff beneath the skin exit. The catheter was removed and replaced."

Manufacturer narrative:
An investigation has been initiated. The returned sample was forwarded to the manufacturer for evaluation. When the investigation is complete, a final report will be submitted.